Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due to broken trace on u1 keypad assembly. Unit received with missing display window cover, minor scratched lcd window, keypad overlay texture damage and cracked retainer.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 14.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.